Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, the surgeon installed the anvil in the instrument. They closed it and activated the instrument plastic to plastic. They reopened the instrument and when removing it, the device tilted and they noticed that the two parts of the intestine were not attached as it should be because there were no staples in the instrument. Verifications were made by the two surgeons and they confirmed that there were no signs of staples anywhere. They noticed that the patient was bleeding and lost 150 cc and the surgeon had to install a drain. The patient lost 300cc of blood post operatively. They used another device and completed the procedure without further consequences. It took an hour and 30 minutes additional surgical time. Patient was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted damage on the knife blades of both instruments. Pressure ridges in the staple guide indicate that the staples had been fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut.". The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.